Manufacturer narrative:
Photo provided showing the company device. The plunger has been fully advanced outside the tip of the nozzle. The lens is partially advanced outside the device and is damaged/ torn. Based on our observation of the attached photo, lens has become stuck in the tip of the nozzle. A definitive determination of damage cannot be made without the evaluation of the physical product. A final root cause cannot be determined based on available information. Lens may become stuck in the device: ¿ if inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to become ¿stuck¿ in the device ¿ due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. ¿ if the operating room temperature is too high (> 23°c / 73° f) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement. Any of the above listed causes alone, or in combination, may create the reported event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that, during intraocular lens (iol) implantation, the lens got stuck in the nose of injector. There was a contact of the implantation system with the patient. The lens was replaced during the initial implant procedure and there was a delay of surgery for 5 minutes. However, the patient did not have any complications during the continuation of the operation and the postoperative period. Additional information could not be obtained as the reporter is unwilling to follow-up.